Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device underwent a thorough analysis. Both cylinders were visually inspected. The front tip of the first cylinder was detached. The second cylinder had wear at folds in the middle and proximal end, and also had a hole from a sharp instrument in the proximal end. The pump was visually inspected; no visual damages nor abnormalities were found. Analysis could not confirm the reported clinical observations.

Event description:
It was reported that this ambicor penile prosthesis (app) did not work properly. The device was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this ambicor penile prosthesis (app) did not work properly for which it was explanted and replaced. No further details were provided.